Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to failure of the system pcb assembly. After replacing the system pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device would reset inapproriately. There was no pt use associated with the reported event.